Event description:
The patient was injected in the nasolabial folds, and both the upper and lower lip. The patient allegedly developed swelling and abscesses in both injection areas. The patient was treated with an antibiotic.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.